Manufacturer narrative:
The insulin pump passed the displacement test. However, the pump alarmed a compromised force sensor system alarm during the basic occlusion due to a slightly loose drive support disk. The pump was received with a cracked case at the display window corners, reservoir tube, and battery tube threads. The insulin pump was received with minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump and trouble with the piston.